Event description:
It was reported that two handles are cracked and fell apart during a vertical expandable prosthetic titanium rib surgery. No negative impact and no delay in surgery. It was reported that both devices broke in two pieces on the back table not near the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown device is an instrument and is not implanted/explanted. Service history review: lot 2155: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information was received on (B)(6) 2015. It was reported that both devices broke in two pieces on the back table of the operating room and not near the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.